Event description:
The reporter indicated that a follow up performed on 2-21-97 resulted in good thresholds and cell voltage of 2.58v. The patient called the morning of 3-11-97 complaining of a slow heart rate. A second follow up on 3-11-97 resulted in early replacement indicator (eri). Atrial output was 0.8ms @ 4.0v and ventricular was 0.45ms @ 2.5v (dddr). The device went from normal operation to eri in one month. The lead impedance = atrial: 473 and ventriclar: 796.